Event description:
Customer reported hospitalization due to heart attack caused by high blood glucose. Customer stated that the blood glucose reading at the time of the event was over 1000 mg/dl. Customer experienced dizziness, confusion, chest pains and palpitations. Diagnosed diabetes ketoacidosis. Customer was hospitalized for four days. Customer stated that she had a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.